Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 3006705815-2020-33011. It was reported the patient experienced inadequate stimulation with their scs system after a fall. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced resolving the issue.